Event description:
It was reported that after a zct225 26.5 diopter intraocular lens (iol) was inserted into a female patient¿s eye, the surgeon noticed a scratch across the surface of the lens. He then decided to remove the lens from the eye. An incision enlargement was required. The lens was replaced with another lens of the same model and diopter. The patient¿s outcome is reported as doing great.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual examination revealed that one of the haptics was detached; the other haptic was still attached to the lens optic. The lens was received cut into pieces. Visual inspection using a microscope at 12x magnification showed that the lens can be identified as a tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. The lens was received contaminated whereby dust particles were present and the optic was damaged whereby scratches were present. On the posterior and anterior side of the lens a line can be seen crossing the optic, outside the 3mm area which appears to be attributed to the lens insertion process. Several scratches were present adjacent to each other, all in the same direction. The lens condition is consistent with a lens that was implanted and removed from the patient's eye. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
A review of the manufacturing records was performed. At final inspection a lens is inspected on cosmetic and optical aspects. The production order was released (B)(6) 2014. There were no non conformances. The production order was not produced under deviation. There were no process and/or material changes. There were no non conformances with respect to the sterilization process. The in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power prior to release and met cosmetic specifications. Results of environmental control showed that there were no complaint related environmental monitoring non conformances when the lens was manufactured. There were no associated nonconformity materials reports or non conformances. There were no associated nonconformity reports or deviations. A search on complaints revealed that no other complaints for this order number were received to date. Based on the manufacturing record review and historical review no non-conformances were identified. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.